Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed cubie. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had failed cubie. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not detected on bus. A field service engineer (fse) inspected all the drawer components and reseated all cabling. Then tightened the associated screws on latch catches and mounts, then verified the connections for real ribbon cable to each tray. Then the fse checked underneath all pockets for contamination. Then removed some medications and packaging. At restart additional pockets were discovered to be off the bus, performed a dissipation restart shut down and issue was resolved. The system functioned as intended after the field service engineer repaired the device.